Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a reservoir was used. Prior to use on the patient, it was noted that the package was in a single packaging, not in double-barrier packaging. The product was not used on the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.